Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device shut down unexpectedly by itself during nebulizer treatment. There was patient use associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. The reporter advised that the patient's wife and daughter were present during the event, and that the wife manually ventilated him until their daughter could obtain his backup ventilator. The patient was then placed on his backup ventilator for support. Medical intervention was necessary in order to prevent permanent impairment/damage to the patient, as the patient has amyotrophic lateral sclerosis (als) and requires 24/7 invasive ventilation (tracheostomy). No further details about the patient or the event were provided.

Manufacturer narrative:
H6: the device was received by ventec who downloaded device's electronic records for analysis. Ventec observed data which confirmed that the device did previously reboot two minutes after nebulizer treatment began. The device was then extensively evaluated by ventec but the reported issue of the device rebooting during nebulizer treatment, or any other therapies, could not be duplicated. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The investigation for this event was completed after conducting a retrospective review of service records and is considered to be a late MDR.